Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that screen was not working correctly on cs300 intra aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). Despite 3 gfe request customer had not provided hcpo. No repair information available as of now. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.